Event description:
Left hemicolectomy- "partial information on 2nd july, full info toady monday 13th july. The surgeon assessed the ima was of the right size for our m/l clip, therefore he delivered 2 clips on the vessel, then he separated the vessel. After the division, the clips slipped out and the ima started bleeding. The surgeon recovered the clip with a grasper and closed the vessel with suture. The surgeon says he heard the final click. He reports he has the feeling there is a change in the rebound effect of our tigold clip. The surgeon won't use our clip anymore, but he will use the hem-o-lok. Event was reported to the italian ministry of health." Type of intervention- "the surgeon used suture to close the ima and a grasper to collect the clips." Patient status- "good."

Manufacturer narrative:
(B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.